Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin is delivering half of the insulin that should have been delivered. The customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting and was advised that they need to change their reservoir sets. The customer will send their infusion sets back for analysis due to an occlusion. The insulin pump will not be returned for analysis.